Event description:
It was reported that during set-up for an unspecified procedure and prior to the patient being in the room, the flex deflectable videoscope exhibited a e216 error, the image goes dark and a sandstorm (noisy image) also occurred. There was no report of harm as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported error code and image issues could not be duplicated were not confirmed, and a definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.